Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and intermittent altitude alarms occurred. Customer's blood glucose level was 300-400 mg/dl. Reportedly, the customer successfully loaded a new cartridge onto the pump and resumed insulin delivery.